Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a 29 millimeter (mm) transcatheter valve, the patient was borderline sizing between a 29 mm and 34 mm transcatheter valve. A pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Upon 80% deployment of the 29 mm valve, a root angiogram was performed that revealed paravalvular leak (pvl) of unspecified severity. Subsequently, the valve was recaptured and withdrawn from the patient, and a 34 mm valve was implanted. Following the implant of the 34 mm valve, a root angiogram and echocardiogram were performed that revealed trace to mild pvl. Per the physician, the patient being in between sizing and calcification contributed to the pvl. No patient complications were reported as a result of this event.

Event description:
Additional information was received that the paravalvular leak (pvl) was severe as assessed by root angiogram via power injection.

Manufacturer narrative:
Updated data: b1., b2., b5., h1., additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.